Event description:
It was reported that the instrument was making a noise during activation. The customer replaced the disposable and noticed the 440 stud had broken during removal of the first disposable. The customer completed the procedure with another handpiece with no patient consequence.